Event description:
The biomedical engineer reported that their multigas unit displayed a "gas module failure" notification during patient use several times.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2019, customer at (B)(6) stated multigas unit (gf-210ra sn: (B)(6) ) was giving a "gas module failure" error message. Service requested: repair. Service performed: the unit was returned under notification 300177375. Nka repair center evaluation: the unit was cleaned and decontaminated. The model, serial number, and all labels were verified. Physical evaluation: no physical damage nor fluid intrusion. Verify the complaint: gas device error. Investigation conclusion: the investigation under (B)(4) concluded that gf-210ra revision cb and onward with sensor unit cd-314p revision 2 (serial numbers (B)(6) ) needed a firmware upgrade. Revision 2 of cd-314p utilized a new pump with a slight difference in specification. The sensor unit detects this small difference and outputs gas device error. The resolution was to perform a firmware upgrade. [Health hazard assessment and risk assessment]. The gf-210ra multi-gas module is a fully integrated anesthesia gas detection unit that measures the concentration of gases administered to and respired by the patient during anesthesia and displays the results on the nihon kohden bedside monitor. Per hha-19-010, there is a remote probability that use of the gf-210ra with the defective firmware will cause medically reversible or transient adverse health consequences in both the overall population using the device as well as the population at the greatest risk. It is not likely that use will cause serious adverse health consequences. Any of the devices with the firmware incompatibility may have the failure alarm. Although no injuries attributable to use of the device have been reported to date, there is no way to predict how many are likely to cause injury if used in the future. Risk analysis was conducted per sop07-018 quality complaint investigations and based on the information provided in hha-19-010: the probability of the issue is determined to be almost certain (greater than 50% of the time). The severity of the issue is determined to be moderate (medical treatment required, sometimes hospitalization). The overall risk is high. Investigation summary: in summary, serial numbers (B)(6) have version 2 of cd-314p. These units require firmware upgrade. The root cause of the error message on serial number 1257 was due to design change flaw which caused pumps with new/different specifications to be used in manufacturing. CAPA 19-016 has been opened to address the issue and is in progress. Disposition of complaint: tracking and trending will be conducted as part of CAPA 19-016 effectiveness check as well as during quarterly qa review.

Manufacturer narrative:
The customer reported that their multigas unit displayed a "gas module failure" notification during patient use several times. The biomedical engineer replaced the unit in use with a backup device to resolve the immediate issue. The error message went away and the replacement unit worked properly. No patient harm was reported. The customer sent the device in for repair under warranty and requested a loaner module. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that their multigas unit displayed a "gas module failure" notification during patient use several times.